Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 kit had insufflation difficulties. The device was plugged in and connected to everything but they couldn't get the gas to pass through the device. It would not get through the btt port. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was discarded.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)